Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a dark foreign material resembling dry glue that was found inside the air/water (aw) nozzle. The reported fault was likely a result of insufficient cleaning. Additionally, during testing inspection of the returned device, it was found that the suction cylinder had no color. The flexibility adjustment ring had a scratch. The grip had a scratch. Due to clogging of the nozzle, air supply volume did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, the play of the right/left knob was out of the standard value. The plastic distal end cover had a chip. The nozzle was clogged. The adhesive around the objective lens had discoloration. The adhesive on the bending section cover had a discolored area. The video cable buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced the nozzle clogged, and gives no air-water flow. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the nozzle was clogged with foreign material. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.